Event description:
It was reported from an abstract of the 15th winter conference on implantable devices in japan that this implantable cardioverter defibrillator exhibited noise, oversensing and pacing inhibition. Reprograming of the device was discussed and the patient will continue to be further monitored. This device remains in service. No further adverse patient effects were reported.